Manufacturer narrative:
Device evaluation: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (flashes between screens) was confirmed. As received, multiple failures were noted. The charger exhibited a flash memory failure at flash bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. In addition, there was liquid contamination on the battery board. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, the power supply connector was damaged. The root cause of the damaged connector is physical abuse. The root cause of the reported flashing between screens cannot be distinguished between the failures. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was flashing between a black, white, and dark screen.